Event description:
The customer reported that the high-definition camera head has a yellow tinge showing on the display. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image is yellowish and has distortion. The problem was isolated to cable failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the investigation results, no nonconformities were found. A definitive root cause cannot be identified. The most probable cause of the reported failures was traced to failure of the camera cable unit. To mitigate the risk/harm to the patient, the instruction for use manual provides the following cautions/warnings" - if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding, and/or perforation. - if the endoscopic image on the monitor should unexpectedly disappear, freeze during a procedure and cannot be restored, or focus adjustment cannot be controlled, turn the video system center off and then on again. If the image still cannot be restored, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional details regarding the event from the customer.

Event description:
The customer, further reported, the device was sent to the biomedical engineering department. By central sterile services department, for a ¿camera visual flare, yellow image¿. The fault was observed, before the procedure. After pressing white balance.